Manufacturer narrative:
Received only the catheter. The reported event was unconfirmed, as the problem could not be reproduced. Upon visual inspection, no visual defects were noted. During the functional evaluation, the balloon was inflated with 10cc water and a flow rate test was administered. While inflated, the flow rate was 120ml/min, 120ml/min and 117ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon insertion of the catheter, there was no urine flow. As a result; a replacement catheter was inserted, and successful urine flow was confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon insertion of the catheter, there was no urine flow. As a result, a replacement catheter was inserted, and the urine flow was successful.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon insertion of the catheter, there was no urine flow. As a result, a replacement catheter was inserted, and the urine flow was successful.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon insertion of the catheter, there was no urine flow. As a result, a replacement catheter was inserted, and the urine flow was successful.